Event description:
It was reported that stent dislodgement and removal difficulties occurred. The target lesion was located in the right lower extremity. After a 6f introducer sheath was introduced in the lesion, an 8.0x40x75cm express ld stent was advanced into the sheath; however, when the physician pushed the stent, it slipped off the balloon. When the physician tried to remove the device out of the sheath, the stent became stuck in the sheath. An alligator forceps was used to completely remove the stent out of the patient's body and the procedure was ended. No patient complications were reported and the patient's status is fine, just a sore groin.